Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that during use the plunger is damaged and medication is lost with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: it was reported that plunger is failing and medication is getting lost. Customer does not know how much medication he administered in his last three uses. Stated, does not want replacement and will not send in syringe he had issue with because he does not want his dna compromised?

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use the plunger is damaged and medication is lost with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: it was reported that plunger is failing and medication is getting lost. Customer does not know how much medication he administered in his last three uses. Stated, does not want replacement and will not send in syringe he had issue with because he does not want his dna compromised?